Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during loading lens was cracked and there was no patient contact. Additional information states that procedure completed the same day and lens was removed from injector and inspected.

Manufacturer narrative:
Correction information has been provided in d.10. Additional information has been provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was torn, split, cracked, and smashed over the posts of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicted the use of qualified associated products. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported lens damage was observed. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs to completely fill the cartridge with viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Information was provided in the file that the viscoelastic was not out of the refrigerator for more than 30 minutes prior to the procedure. The IFU instructs to only use an company ovd qualified for use with the company intraocular lens (iol) delivery system that has been allowed to come to the operating room temperature. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).